Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act, up and down buttons of the insulin pump were not responding. Customer stated that time clock was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify unresponsive button due to physical damaged to lcd glass. However, keypad flattened button dome switch was found on bolus, esc, act, up and down. No unlocked lcd keypad connector during visual inspection.